Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml lioresal at 100 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient's pump was moving around and had flipped in the past on an unknown date. The hcp then successfully flipped the pump back so it could be refilled. Starting "about 1 week ago" the patient reported feeling increased spasticity. The catheter access port was easily aspirated and 2 ml of clear fluid was removed. The pump reservoir was emptied and refilled. The expected volume was 3.8 ml and the actual volume was just under 5 ml. The patient's dose was then increased by 10.9% to 100 mcg/day. The issue was considered to be resolved and the patient's status was "alive - no injury". No surgical intervention occurred and none was planned. No further issues were reported or anticipated.